Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alarm 72 (non-recoverable system error). Per follow up information received on 08jul2022,the arctic sun device was on the patient running a normothermia therapy. Therapy was not completed because of the alarm. The targeted temperature had not been achieved. Arctic sun device was replaced with another one that was available in the hospital.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t2 sensor. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had an alarm 72 (non-recoverable system error). Per follow up information received on 08jul2022,the arctic sun device was on the patient running a normothermia therapy. Therapy was not completed because of the alarm. The targeted temperature had not been achieved. Arctic sun device was replaced with another one that was available in the hospital.